Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set leakage event on 25-jun-2024. The patient's wife reported rhat from past three days the patient had not being feeling well. The site where the infusion set was inserted was painful and noted the leakage from site when an extra dose was given. No further information available.